Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault and angle closure with elevated iop: 45mmhg. Reportedly ,"the patient had no complain. The conjunctiva of her right eye was slightly congestion. The aqueous humor was clear, cell(-),tyl(+). Pupil was 3*3 mm with positive light reflex. Icl was in right position with vort of 540 um." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk h6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).